Manufacturer narrative:
Batch review performed on 10 december 2024. Lot 2236954: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional implant revised, batch review performed on 10 december 2024 ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl +8 (k112115) lot 2318446: (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 2028-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and surgery was completed successfully.